Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reported, they have provided a letter of recommendation from their dentist stating, since they have a post and crown on #12. Needs to be seen by the dentist for their orthodontia. Patient to be released from byte aligner treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.